Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the modified additional information received on 23-feb-2024. [Additional information]: modified information was received on 23-feb-2024. The modified information received is related to the adverse event "small amount of subarachnoid blood products post thrombectomy": the outcome of the event has been updated from ¿recovering/resolving¿ to ¿not recovered/not resolved." The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The event was reported via the excellent study, the 59-year-old female patient with a history of congestive heart failure and hypertension presented with an unwitnessed wake-up stroke. The last time the patient was seen well was on (B)(6) 2023 at 23:00 hour. Symptoms were first observed on (B)(6) 2023, time is unknown. The patient presented to the treating hospital on (B)(6) 2023 at 13:39 hour. Intravenous tissue plasminogen activator (tpa) was not administered at the time of stroke presentation. The suspected origin of the embolism was large-artery disease. The patient¿s baseline nih stroke scale (nihss) score was 8 and a modified rankin scale (mrs) score of 2 - slight disability; unable to carry out all previous activities, but able to look after own affairs without assistance. The patient underwent an endovascular mechanical thrombectomy on an unknown date using an unknown thrombectomy neuravi (product code/lot # unknown) device. Details of this procedure has not been entered in the crf at the time of this review. The 24-hour post-procedure nihss score was 8. On 27-oct-2023, the patient experienced an adverse event: ¿small amount of subarachnoid blood products post thrombectomy,¿ which was made known to the site on (B)(6) 2023. The principal investigator (pi) assessed this event not serious, mild in severity, and as possibly related to the embotrap iii study device, not related to the large bore catheter, and possibly related to the procedure. The event required a medical treatment, ¿other intervention: started asa [aspirin] 81 mg and are holding off on [dual antiplatelet therapy] dapt given some small amount of subarachnoid blood.¿ the outcome is recorded as ¿recovering/resolving.¿ on 29-nov-2023, additional information was received via email from the excellent clinical team. The catalog and lot number of the embotrap iii device used: (et309537 / 23e97av). Per the information, the location of the subarachnoid hemorrhage is the same location where the study device was used. There was no device performance issue related to the embotrap iii device during the procedure.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient date of birth was not provided. Section e.1: the name, phone and email address of the initial reporter are not available / reported. Based on complaint information, the device is not available to be returned for analysis. A review of the manufacturing documentation associated with this lot (23e97av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. There was no device performance issue or device malfunction reported during the procedure. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Subarachnoid hemorrhage is a known complication associated with the embotrap iii study device and is stated in the instructions for use (IFU) as such. There were no alleged quality issues related to the used device, as the device performed as intended. The principal investigator pi assessed this event as possibly related to the embotrap iii study device, and possibly related to the procedure. The event resulted in the distribution of a subsequent medical procedure, which in this case was the interruption of dual antiplatelet therapy (dapt) medication use after an endovascular procedure. As explained in the referenced literature article, dual antiplatelet therapy is an essential part of the post-procedural plan of care for preventing a surgery-induced hypercoagulable state in the patient. It is associated with superior clinical outcomes and lower risk of mortality. Because the correlation between event to the used device cannot be ruled out completely and a subarachnoid hemorrhage is considered a serious injury, this event meets us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. Reference: huo x, raynald r, jing j, wang a, mo d, gao f, ma n, wang y, wang y, miao z. Safety and efficacy of oral antiplatelet for patients who had acute ischaemic stroke undergoing endovascular therapy. Stroke vasc neurol. 2020 nov 11;6(2):230¿7. Doi: 10.1136/svn-2020-000466. Epub ahead of print. Pmid: 34057905; pmcid: pmc8258061. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the modified additional information received on 01-feb-2024. [Additional information]: modified information was received on 01-feb-2024. Per the modified information, the following fields have been updated for adverse event small amount of subarachnoid blood products post thrombectomy: ¿if event is both serious and device or procedure related, in the opinion of the investigator and in accordance with the list of expected events in the protocol and instructions for use, is the adverse event:¿ has been updated from "blank" to "n/a (does not meet above criteria)." Severity: "mild" to "moderate." The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.